Event description:
This pt received a blunt impact to the chest which is believed to have fractured this lead. This lead was explanted and not replaced. This lead was retained by the hospital. Should additional info become available, this file will be updated.